Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited sluggish response during analyzer sessions and device checks. The caller was advised to delete protected health information and hibernate the programmer. The programmer remains in use. No patient complications have been reported as a result of this event.